Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: leakage from biopsy channel, dirty objective lens/grip, and control unit, dented distal end cover, adhesive on bending section cover or distal sheath detached, connecting tube coating peeling/scratch, scope connector cover scratch, dirt on upward/downward angulation control knob, and light/right angulation control knob, suction cylinder shaved, scope connector, electrical connector, and control unit corroded due to water leakage, dented/damaged switch box, control unit scratch, worn out angle wire, damaged light guide bundle, universal cord scratch/wrinkle and foreign materials found in air/water nozzle due to insufficient or incorrect reprocessing. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during the cleaning, disinfection, and sterilization processes (cds) of the gastrointestinal videoscope, leaking from the instrument channel was noticed. Upon inspection and testing of the returned device, foreign materials was found in the air/water nozzle of the scope due to insufficient or incorrect reprocessing. This report is being submitted for the event found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 20-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device reprocessing procedure differed from that of the device instructions for use (IFU). The following is included in the IFU and may help detect or prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." "Immerse the endoscope in the detergent solution." "With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned" "caution: follow the steps below only in cases of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." Olympus will continue to monitor field performance for this device.